Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported that last week his infusion tubing became "snagged" on an object and he did not check his infusion site. Two hours later, his blood glucose was elevated to 400-500 mg/dl and he found that his infusion site was not attached to his skin. The pt inserted a new infusion site and bolused to lower his blood glucose to his normal range of 90-200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.